Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failure alarm. The blood glucose level was 399 mg/dl. The customer reported that they had performed the auto test and insulin pump error alarm was occurring. The customer reported that they had performed the auto test again and received the insulin pump error. The customer reported that they had high blood glucose level and it was not reduced after bolus with the insulin pump and it was reduced with the insulin pen injection. The troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due broken trace on u1 keypad assembly. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.